Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
In was reported that a cassette was wasted on the floor. The user clamped the line creating a kink in the line. A pump error occurred, as a result of the pinched line. No patient injury was reported.